Event description:
The customer reported that the system experienced multiple errors. Further information received from the fse indicated that the system locked up during use and would not allow fluoroscopic exposures. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was duplicated. No conclusion can be drawn as conclusive investigation or repair information is unavailable at this time and no additional service information was provided.